Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, 5 episodes with v-v intervals <(><<)> 220 ms on (B)(4) 2016. Impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range,right ventricular defibrillation impedance steady at approximately 50.47 ohms through (B)(4) 2016, rises out of range by (B)(4) 2016. Impedance trend on the rv (right ventricular) defibrillation coil was variable, right ventricular defibrillation impedance varies between 48 ohms on (B)(4) 2016 and 118 ohms on (B)(4) 2016. The impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range,superior vena cava (svc) defibrillation impedance steady at approximately 69.14 ohms through (B)(4) 2016, rises to 131 ohms by (B)(4) 2016. The impedance trend on the svc (superior vena cava) defibrillation coil was variable, svc (superior vena cava) de fibrillation varies between 58 ohms on (B)(4) 2016 and 131 ohms on (B)(4) 2016.

Event description:
It was reported that the right ventricular (rv) lead had high and fluctuating impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.